Event description:
MFR (corometrics) has identified and isolated all models and serial numbers containing a specific vendor (eagle picher) battery which has been determined to have the potential of causing corrosive damage to the internal components of the monitor. This specific listed monitor was internally stocked as demo equipment. It was identified on the list of monitors known to contain this specific battery. Monitor was opened, battery was confirmed to be made by eagle picher, and corrosion was visually confirmed.